Event description:
It was reported that a blood-like substance was found inside the handpiece while being cleaned. The substance was collected in an area that could leak out. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.